Manufacturer narrative:
Eval summary: no sample was received for eval. However, photos were received displaying the needle protruding from the sharp collector. All weight and wall thickness data were within spec during mfg of the lot. Device history review was conducted and no anomalies noted. One retention sample was also measured for weight and wall thickness and found to meet spec. The sharp collector was over filled, this could have contributed to the needle penetration thru wall of the sharp collector. Complaint history check yielded no other complaints for similar condition for the lot reported. Quality will continue to monitor on monthly trend reports.

Event description:
A courier received a needle stick from overfull sharps container when collecting it from a doctor's office. The courier is getting some blood tests done and will be tested in three months and six months intervals.